Manufacturer narrative:
D4 - UDI no. - not yet required for this product code. The actual device has not been returned to the manufacturing for evaluation. Therefore, the investigation was limited to the assessment of information provided by the user facility. A review of the device history record from the reported product code and the potential lot number was conducted with no relevant findings. A review of the complaints file confirmed that the reported product code and potential lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Due to the absence of the actual device the cause of this reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not returned

Event description:
The user facility reported polyurethane coating issues while using the guidewire device. Follow up communication with the user facility confirmed the following information: the polyurethane coating sheared off of an expired 0.035" guidewire; a competitor's standard introducer kit was used to access the pulmonary artery for a balloon angioplasty procedure; the patient was an eight month old canine; under fluoroscopy, it was noted that a piece of polyurethane coating had detached in the right auricle; it was reported that the observation did not make complete sense with the path of blood flow - procedure in relation to the location of the coating fragment in the circulatory system, and could have been a clot; the wire was not pulled back through a metal needle; the wire passed through large vessels, but experienced constriction at a narrow valve with stenosis; the wire was primed thoroughly and did not feel sticky; a lot number could not be confirmed, a potential lot was reported as 130304, with an expiration date of 02/2015 which at the time of use was past the labeled expiration date; the device had been re-sterilized, but never used in a patient prior to the day of this event; the procedure was completed; and the canine patient was reported as stable and asymptomatic with no apparent complications to date.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample evaluation results as well as a correction. Initially it was reported that the patient was (B)(6). The patient was actually a (B)(6) canine (B)(6). The actual device is not available to be returned to the manufacturing facility for evaluation. A retention from the involved product code was evaluated. Visual inspection found no anomalies in the appearance. Magnifying inspection did not reveal any anomalies on the surface. The outside diameter was confirmed to meet manufacturing specifications. The urethane outer layer was removed intentionally to check the state of its adhesion to the core wire. No anomalies were revealed. There is no evidence that this event was related to a device defect or malfunction. Due to the absence of the actual device the cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.